Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transcutaneous vertebral body reduction for l1 burst fracture (t11 to l1 fixation) it was reported that the screws were broken. The broken screw head came in contact with the skin, and it caused back pain. Initial surgery was performed on (B)(6) 2025. During the initial surgery, 11 was fixated to l1. Vf was used to percutaneously reduce the vertebral body. The patient was instructed to wear a corset and rest for 3 months after the surgery. The status of compliance is unknown. The patient complained of back pain starting from the 4th month; upon image evaluation, a correction loss was observed, and a shaft fracture was confirmed in the right side of the head screw and the left side of the caudal screw. It was confirmed that the shaft was broken on the right side of the head screw and the left side of the caudal screw. The shaft and screw head were also removed using the removable kit. There were no further complications reported regarding the event.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.